Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, material rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with two 250cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient was suffered right breast pain. Mammogram and MRI confirmed a right breast implant deflation. As a result, the patient underwent breast implant removal on (B)(6) 2022.

Manufacturer narrative:
On august 12, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 350cc breast implant was found to be ruptured and received in three parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On july 14, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the patient was also diagnosed with breast implant inferior and lateral displacements. Complication on the left breast/implant will be reported under mrn: 1645337-2022-09008. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On march 31, 2022, mentor became aware that the date of implantation provided in the initial report sent of (B)(6) 2022, was incorrect as it was prior to the date the device was manufactured. As a result, a best estimate of the date of implantation has been provided. On april 4, 2022, mentor became aware that the patient also had an ultrasound-guided needle core biopsy of the right breast with benign results on (B)(6) 2022. On april 7, 2022, mentor became aware that the patient's implants were also replaced on (B)(6) 2022, with the following devices: (right) 405cc mentor memorygel breast implant catalog: shpb405 lot: 9664058 sn: (B)(6) and (left) 405cc mentor memorygel breast implant catalog: shpb405 lot: 9664058 sn: (B)(6). Section d. 6a. (B)(6) 2010.

Manufacturer narrative:
On july 12, 2022, mentor became aware that the correct suspect medical device was a 350cc mentor memorygel breast implant (catalog: 3503504bc lot: 5779026 sn: (B)(6). The date of implantation has been updated appropriately. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.